Event description:
On 09/02/1998, the MFR rec'd a faxed report from the facility's oncology nurse that states the following: the device was implanted on 04/16/1998. On 04/20/1998, the pt presented at clinic for blood test and vincristin IV push. Blood return was not present at this time, but could flush the device easily. The pt continued to receive vincristin IV push approx two (2) times a month without blood return and the device flushed easily. On 08/25/1998, the device was difficult to flush. The physician ordered abbokinase declotting protocol. The subcutaneous tissue began to swell between the device and huber needle. The surgeon was called to access the device. He felt that the device septum had been lacerated and medication had leaked out. The report also states that when the device is explanted. It would be returned to the MFR for analysis. No further details were provided at this time.